Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl to 600 mg/dl. The customer reported bent cannulas with infusion sets. Troubleshooting was performed related to the bent cannula issue. The customer was advised to return the infusion set. The customer treated high blood glucose with the insulin pump and then with the manual injections. The insulin pump will not be returned for analysis.